Event description:
A mayfield skull clamp was involved in slippage during a patient surgical procedure. The reporter described the incident as, after the patient was repositioned to a prone position a scalp laceration was found. The laceration measured approximately two (2) inches and sutures were required.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation.